Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
The initial MDR 2112667-2024-04531 incorrectly indicated the g6 type of report was a 5 day and a 15 day report. The supplemental MDR 2112667-2024-04531 #1 is being submitted to correct block g6 to indicate the report should have been designated a 30 day report.